Event description:
It was reported to philips that the fluoroscopy was failed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned since it was an intermittent issue. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file does not show any errors. Upon troubleshooting, fse found that the device was functional and working as intended. The system was returned to use in good working order. The codes were updated based on the investigation outcome.